Event description:
It was reported that during deployment of a vena cava filter, the filter legs did not expand. A snare was used to reposition the filter and open the legs. There was no reported pt injury.

Manufacturer narrative:
This was reported via a voluntary medwatch (B)(6)). The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter legs failing to fully expand. The snf/sl jugular/subclavian set is designed to advance through 7 french introducer catheters using a flexible nitinol pusher wire. A flat-surfaced pad on the tip of the pusher wire advances the filter, feet first, to the distal end of the catheter. When the feet of the filter approach the tip of the introducer catheter, it will be positioned between the radiopaque markers on the introducer catheter. The introducer catheter and delivery assembly are then pulled back over the handle, to unsheathe and release the filter and allow it to recover its predetermined filter shape. In addition, once the filter has been deployed, it cannot be removed as this is a permanent filter. However, based upon the available information, the definitive root cause for this event is unknown. Per the current IFU (instructions for use) the filter should not be pushed beyond the end of the introducer sheath, instead the right hand should be held stationary and the left hand will draw the y-adapter, storage tube assembly back over the handle, uncovering the filter. If the filter is delivered by being pushed through the introducer sheath and not placed between the marker bands, it is possible that the filter might not deploy in its appropriate shape.